Event description:
It was reported that the system displayed a communication error and the workstation would lock up. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The cpu was replaced during the service call. The system was tested and found to be working as intended and put back into service.